Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button had delayed response, and it required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: testing confirmed intermittent responses to all of the keypad buttons. Multiple button presses were required for the keypad to be engaged, especially the ok and contrast buttons. There was no visible damage to the keypad. Contamination was present under the contacts of all of the buttons when the keypad was removed. Unrelated to the complaint, investigation revealed that the text on the display was dim, discolored, and difficult to read. The display screen was replaced with a test screen and that proved to be fully functional and fully illuminated with no visible signs of fading or discoloration of text. The display lens was observed to be heavily scratched causing obstruction to the screen. Investigation also revealed that the battery compartment was cracked. There was no evidence of moisture damage in the battery compartment.